Event description:
Reference number (B)(4). Event occurred in the united states, patient reported forgtting to remove the cap from needle after insertion. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.